Event description:
It was reported that the patient had a fall and it affected the patient¿s device. It was noted that the fall occurred ¿a while ago¿ but the date was unknown and the patient was helped with ¿that situation¿ before (B)(6) 2014. It was noted that when the patient fell, he ¿got his rods and stuff out¿ sometime in (B)(6) and the patient noted he would say (B)(6) 2013. It was noted that the patient was going through therapy which was trying to help the patient get through. Sometime in march, the patient got someone to help as the patient was in a lot of pain. The patient noted that he ¿always had pain and when he put it on, it helped stimulate, helped to sooth that a little better and helped him manage it a little better and deal with it on his day to day.¿ it was noted that the patient did not have any other falls.

Manufacturer narrative:
Concomitant products: product ID 748925, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 74001, lot # n276363, implanted: (B)(6) 2011, product type adapter; product ID 37752, serial # (B)(4), product type recharger; product ID 3587a, lot # n0053432, implanted: (B)(6) 2006, product type lead. (B)(4).